Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that the patient line separated from the cartridge. The customer's blood glucose level was not impacted and the contact indicated that new supplies would be used.